Event description:
The customer reported that while the unit was in use on a patient, it emitted continuous tone, but did not display any alarm messages. Therapy was continued. No patient injury was reported.